Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for investigation. Therefore, root cause has not been determined yet. However, the customer confirmed that the entire circuit is changed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 us is giving constant occlusion alarm prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: a vyaire field service representative(fsr) evaluated the device onsite . As a resolution, the o2 sensor, o2 inlet line and filters were changed. Performed zero calibration. Unit run for 25 mins. Circuit test and passed. The exact root cause is not determined as there was no device performance issue found.